Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. The customer¿s blood glucose level was 358 mg/dl at the time of the incident. The customer was assisted with troubleshooting and reported that they able to clear the alarm and not able to rewind the insulin pump. The customer was reported that the insulin pump was not working. The customer was advised to replace the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.